Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the cs300 intra-aortic balloon pump (iabp) and found restriction in the tubing at the volume cylinder connection. The stm cleared the restriction present, and performed a full calibration and functional checks as per the factory calibration procedures. The iabp was then returned to the customer and cleared for clinical use. The safety disk was replaced, as the date for replacement was already due. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
A company representative reported, while performing a preventative maintenance (pm) on a cs300 intra-aortic balloon pump (iabp) an autofill failure alarm generated. There was no patient involvement or adverse event reported.